Manufacturer narrative:
Subject device is not available.

Event description:
During a case, the catheter (subject device) cracked at the proximal end. There were no clinical consequences to the patient.

Event description:
During a case, the catheter (subject device) cracked at the proximal end. There were no clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date: added. D10 product available to stryker: updated. H3 device evaluated by mfg: updated. H4 mfg date: added. H6 method code grid: updated. H6 results code grid: updated. H6 conclusion code grid: updated. The device history record review confirms that the device met all material, assembly, and performance specifications. Visual and microscopic examination of the returned device found that the catheter was separated distal to the strain relief. Functional testing could not be performed due to the anomalies found on the catheter. Based on the analysis, the reported event was confirmed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the investigation results and available information, it is possible that performance was limited due to procedural and/or anatomical factors during use. Therefore, a cause of procedural factors has been assigned to this investigation.